Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown expert humeral nail/unknown lot. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the cousin of a depuy synthes employee was operated on with an expert humeral nail on his broken arm, after the first intervention, the patient had a severe rotation malposition and was reoperated. The patient is now having problems with movement and pain. This report is for an unknown nail. This report is 1 of 2 for com-(B)(4).